Event description:
It has been reported to philips that the allura xper module would not boot up. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use at the time of the event. However, the patient procedure was able to be completed as planned on the system. A philips service engineer inspected the system onsite and confirmed that the xper module in the control room was unable to start due to a software problem. The service engineer reinstalled software on the xper module in the control room. After reinstallation of software, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.